Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro kept burning when no power was applied and the physician assistant confirmed that the activation toggle switch was in the "off" position while in the pt's tunnel. Staff checked the power setting and the brand new cable connections. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. This account is following the IFU recommended sterilization method.

Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw boot had a burn mark associated with the wire impression melted into the boot from the tri-heater assembly. Resistance measurements were within specification and the micro switch functioned properly. A pre-cautery test was performed using a reference hemopro cable and power supply. Results showed that no electrical non-conformities were found on the hemopro device after several device activations. The device met electrical product specifications during this test. Based upon the condition of jaw boot, the reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).